Event description:
It was reported that the patient underwent pacemaker placement on (B)(6) 2015 and suture was used. During the procedure, the suture broke. The procedure was completed with a like device. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.